Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A(B)(6) male pt's daughter contacted zoll customer support to report that the pt had passed away at his home on (B)(6) 2014. The lifevest detected asystole nine different times between 18:57:22 and 19:18:10 on the day the pt passed. At 19:21:05, a treatment was delivered during asystole. Asystole is considered to be a non-treatable rhythm. CPR artifact contributed to the false detection. The electrode belt was disconnected at 19:23:58. There is no indication that the treatment during asystole caused or contributed to the pt death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. Both the monitor and electrode belt were fully functional upon receipt. There is no indication that the treatment during asystole caused or contributed to the pt death. Device mfg date: monitor (B)(4): 02/2010-reuse. Electrode belt (B)(4): 12/2013-initial use.